Event description:
In 2009, the pt stated that the day before, she had received an e4 occlusion error on her infusion device. After receiving the error she put the infusion device in stop mode instead of attempting to clear the e4 occlusion error. The pt stated that she felt like her blood glucose level was elevated at that time. Instead of attempting to correct her blood glucose levels the pt went to the hospital where she was treated for both the high blood glucose and bronchitis. When the pt returned home from the hospital she chose a new infusion site and used a new infusion set; this corrected the e4 occlusion error. The infusion device performed correctly by displaying an error, alerting that it was occluded. Two days after the original date, the pt called back for additional education about occlusions. The pt stated that at the time she received an e4 occlusion error her cannula was not bent, the site was not irritated, the site was not infected, and it was not bothering her at all. She stated that she does not rotate her infusion sites and she does have scar tissue. The pt uses alkaline batteries. She does replace her infusion device adapter occasionally. The pt has never replaced her infusion device's battery cover. The pt was advised to change the adapter with every 10th cartridge change and the battery cover with every 4th batter change. The pt has not had any more issues with occlusions. Product was not requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.